Event description:
The facility's risk management dept reported an incident of misprogramming. The pt was septic with acute respiratory distress syndrome after colectomy, due to cecal mass complicated with performed vicous. The pt required "pressor support" with vasopressin and levophed. A 150 ml bag of levophed was being infused to the pt via colleague infusion pump. Reportedly, a new intensive care unit nurse misprogrammed the infusion rate to 150ml/hr. As a result, the pt was accidentally bolused with levophed at a rate of 150 ml/hr for approximately 30 seconds. The nurse noticed the error immediately, however, the pt developed sinus ventricular tachycardia (svt) with irregular beat. The pt was given adenosine three times, which resulted in hypotension, and was "shocked" three times due to a sinus tachycardia of 130. According to the risk manager, the pt recovered from the incident. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding the intended rate of levophed infusion, amount of adenosine administered, or other medications involved.